Manufacturer narrative:
The complainant was unable to provide the correct lot number. Therefore, the manufacture and expiration dates are unknown. Imdrf device code (B)(4) captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2022. During the procedure, the balloon burst. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.